Event description:
During revision surgery for an unrelated event (cervical mylopathy), a trestle screw was found to be backed out from the plate's locking mechanism. The international customer (israel) indicated that the effectiveness of the device was not compromised, fusion had been achieved.

Manufacturer narrative:
An evaluation cannot be conducted at this time. The suspect device nor the identifying lot number have been provided. Attempts to obtain additional information have been unsuccessful. The trestle plating system was removed from a successfully fused area. Instructions for use (ins-014) provides states; postoperative management: 7. The trestle anterior cervical plating system implants are designed and intended as temporary fixation devices. The devices should be removed after complete healing has occurred. Devices which are not removed after serving their intended purpose may bend, dislocate, or break and/or cause corrosion, localized tissue reaction, pain, infection, and/or bone loss due to stress shielding. Complete postoperative management to maintain the desired result should also follow implant removal surgery. The trestle anterior cervical plating system is a temporary device used to stabilize the cervical spine during bone fusion development. It is intended for use in the anterior cervical spine (c2-c7). A primary feature of the trestle plating system is the proprietary zero step self-locking mechanism. While advancing the screw, the blocking slide will move medially. When the screw is fully inserted and the screwdriver removed, the blocking slide will return to the center position. Both the surgical technique and instruction for use (ins-014) state; the surgeon must take great care to properly position bone screw holes when using the variable drill guide and self centering awl. Excessively converging hole patterns may prohibit proper seating of the bone screws. Hole patterns angled beyond 9° may prohibit proper seating.